Event description:
It was reported that a large volume infusor under-infused. The device contained vancomycin 1500mg in 240ml; however the infusion rate was not specified. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured october 15, 2014 to october 16, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.